Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 106-123mg/dl fasting. Verified the strips expire 5/31/2018. Reviewed meter memory: (B)(6). Memory concerns:with all lo. The customer does not know when strips were opened. Customer stores the strips in the kitchen area.